Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results and e-3 error message; test strip error after sample applied to test strip. The customer's expected fasting blood glucose test result range is 104 to 112mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 298 and 273 mg/dl. The test strip lot manufacturer's expiration date is 12/19/2016 and open vial date is within the month of (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is not concerned with the higher results. She is concerned with the result of the 31mg/dl in the meter's memory. She takes her blood test fasting in the morning, evening and night.